Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the cause could not be determined. The investigation findings did not yield a clear conclusion regarding the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video laparoscopes exhibited a dented outer tube, the charged coupled device (r-unit) had a kink and therefore the parts could not be dis-reassemable. There was no patient involvement.